Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hyperglycemia as well as hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had received required intervention for hypoglycemia. The patient's blood glucose levels had dropped to 29 mg/dl. The patient reports they had a seizure. The patient has reported on a previous case their personal diabetes manager (pdm) was damaged. Upon arrival of the paramedics the patient was treated with intravenous fluids and dextrose. The paramedics were with the patient for 3 hours. The following day the patient had not been wearing a pod and was awoken with high blood glucose levels over 250 mg/dl a stomach ache and pain in their feet. The patient went to an appointment with their doctor and was treated with afrezza inhaled insulin.